Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not opened. A technical support specialist (tss) reported a cubie not opening despite retry attempts. Accessed the tester application and successfully opened the cubie using the conditional feature, advised the user not to dispense medication using this method, reset the application, and the user ended the call due to an emergency with a plan to follow up if further assistance was needed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 cubie failed to open. The user attempted to resolve the issue by selected retry, but the cubie still does not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.